Event description:
As reported, during the procedure, the commander delivery system balloon burst nearly at fully inflation (90%) and could not be easily removed through the esheath.

Manufacturer narrative:
Investigation is ongoing. Device not returned. See manufacturing report number 2015691202312403 for related event. Device not returned.

Manufacturer narrative:
H2, h6 updated. The balloon was not returned; therefore, a visual inspection, functional testing, or dimensional testing was not performed. A fluoroscopy video procedural was provided demonstrating balloon burst during valve deployment. A device history record DHR review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review of was performed and revealed no other complaints relating to the complaint code failure balloon burst. A complaint history review was completed and revealed patient factors calcification, preexisting valve/valve with bent struts/stent/conduit and/or procedural factors overinflation of balloon, offlabel may have contributed to the complaint event the following instructions for use and training manuals were reviewed: IFU, commander delivery system with s3 thv, ce, MDR and procedural training manual. No IFU/training deficiencies were identified. A manufacturing mitigation review was performed for the complaint and it is unlikely that a product defect or manufacturing nonconformance contributed to this type of event. A review of edwards lifesciences risk management documentation was performed for this case. There was no evidence of product nonconformances or labeling/IFU inadequacies identified in the evaluation. No further action is required. The complaint for failure balloon burst was confirmed on of the procedural video provided. Engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing nonconformance was unable to be determined. However, review of the DHR and, lot history, manufacturing mitigations and complaint history did not provide any indication that a manufacturing nonconformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing nonconformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As reported, during procedure, the commander delivery system balloon burst nearly at full inflation 90%. In addition, there was no calcification or difficult anatomy that would have contributed to the balloon burst. However, additional followup reported there was mild to moderate calcification at annulus level. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot. These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors calcification contributed to the balloon burst. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions CAPA are required. Since no product nonconformances or IFU/training deficiencies were identified during evaluation, a product risk assessment pra escalation is not required.